Event description:
Correspondence received would indicate that a patient was revised (date unk) by a surgeon. During this surgery the subject lcs knee bridging bearing was removed which had been sterilized in 1987 and implanted in 1994. The implant and soft tissue samples are being studied by school of mechanical engineering. No patient information was included.